Event description:
A 2.5mm diameter by 16mm length r1s balloon dilatation catheter was inserted for treatment of an unknown coronary artery. It was reported that during the first inflation the balloon ruptured at 4-6 atmospheres of pressure. Upon removal of the device from the pt. There is no further info available regarding the event. The complaint of a balloon ruptured was not confirmed. Investigation of the returned device revealed no damage to the balloon, however there is a slit on the catheter shaft between theexchange joint and the intermediate bond. This is the area where the leak occurred. The cause of the slit can not be determined, however, a slit of this severity is seen when extreme force is used in pulling the device out, however, this cannot be confirmed because the co has not rec'd any further info.